Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple occlusion alerts while using an ilet with a contact detach 23" 6 mm infusion set, with associated hyperglycemia and a highest reported glucose of ¿high,¿ including a documented value of 299 mg/dl; the alerts occurred around routine activities and resolved only after the user changed supplies, after which glucose returned to range. Symptoms included prolonged hyperglycemia above 180 mg/dl for approximately 9.5 hours without ketone testing, without back-up therapy, and without medical intervention. Outcomes included no reported injury, no loss of consciousness, no diabetic ketoacidosis, and no hospitalization. Investigation included user interview and troubleshooting review. Investigation of this case revealed that repositioning tubing did not resolve the occlusion alerts, and the event was consistent with an infusion set or tubing occlusion that was corrected by replacing the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing occlusion consistent with user-replaceable disposable component issue.